Manufacturer narrative:
The investigation for the reported issue has been completed. Data analysis: on june 11, 2025, the console logs recorded a continuous powermod_1 communication issue. Subsequently, the "system self check failed" screen was displayed. Device analysis: this console was tested after arriving at fs. During bootup, the console rebooted automatically and displayed the "system self check failure" screen. Visual inspection confirmed pbm contamination, which has impacted a neighboring (B)(6) communication channel. Root cause: the root cause of the controller error was determined to be pbm corrosion resulting from electrolyte leakage caused by battery failure alarm super caps. H6 investigation type, findings and conclusions. H3: added information regarding the investigation status. H6: added codes per the results of the investigation. H10: added the results of the investigation.

Event description:
The complainant reported that the automated impella controller (aic) failed system check upon startup. The aic was removed from service. Patient involvement was not reported.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.